Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 2 parts from the same lot. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
This is report 1 of 3 for complaint (B)(4).

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure at l5-s1 the surgeon was using the t-pal holder and was hammering the graft into position and the graft rotated before the surgeon released the handle which placed the graft too far posterior. The graft was removed and the surgeon attempted to place the graft a second time. Again the holder rotated prior to the surgeon releasing the handle. This time the surgeon used another impactor to move the graft into place. The placement of the graft was not optimal, but the surgeon left it in place and completed the procedure. This is 1 of 3 reports for the same event

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with no visible damages, except normal signs of use. No deviation was found after performing function testing according to the actual test instruction. The t-pal spacer applicator handles are functional as required. No manufacturing related fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event. Production development evaluation reports all instruments were tried with a t-pal implant. The implant locked in position as expected for each instrument when the knob was tightened. The implant had adequate resistance to rotation when locked to the instrument. The implant unlocked for each instrument when the knob was loosened. The implant properly detached from each instrument. All components properly assembled and disassembled. The complaint could not be replicated since the implant used in the case was not returned. Incorrect tightening or usage could have resulted in the complaint. Based on the information provided this complaint is considered indeterminate from a manufacturing perspective.